Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the complaint states: ¿they complained that the antibiotic cements used in this procedure had a quick drying, and that it caused damage to the applied technique." There is not enough information to complete a full investigation on this impacted product as no lot identification details were supplied and the product was not returned. Dva-107020-fde rev 10 was reviewed, and this failure mode is included. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. See attachment (B)(4) extract from dva-107020-fde.pdf¿. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: there is insufficient information to determine a root cause. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history not reviewed as no lot identification available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
They complained that the antibiotic cements used in this procedure had a quick drying, and that it caused damage to the applied technique.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf# - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.